Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for out of range shock impedance on a competitor's right ventricular (rv) lead. The impedance was greater than 125 ohms. A fluoroscopy was performed, however no damage was noted on the lead. The rv lead was surgically abandoned and this ICD remains in service. No additional adverse patient effects were reported.